Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Additionally, the touch screen was cracked. Cause of the touchscreen crack was reportedly unknown. Customer's blood glucose was 150 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.